Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the device was able to interrogate devices with no faults found. The cable was twisted but functional. It was also noted that the label was missing the back coating. (B)(4).